Event description:
Caller reported that the touchscreen of the pump was cracked and shattered, making it illegible for interaction. It was unknown if this issue caused the customer's blood glucose level to exceed 500 mg/dl as the caller declined to answer. Cts resolved the issue by agreeing to send a replacement pump with updated software and provided instructions for handling the old pump. The customer acknowledged understanding the guidance and planned to continue using the current pump until the replacement arrived.